Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a highly calcified lesion in the superficial femoral artery. The 6.0x80mm absolute pro self expanding stent system (ses) was advanced to the target lesion however the stent only partially deployed. The ses with the stent was removed without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.